Event description:
It was reported that two hospital employees had an allergic reaction to something in the or, the 9800 system was in the room. No patient injury was reported.

Manufacturer narrative:
A ge service representative performed an on site investigation. It was discovered that a cleaning solvent was involved. The 9800 system was not involved. The system was tested and found to be working as intended and put back into service. This MDR is related to ge healthcare complaint number.